Manufacturer narrative:
Product analysis: the concerto pusher was found kinked at ~6.8cm from the proximal end; and found broken at ~7.4cm from the proximal end with the release wire partially retracted out of the pusher. The coin was found fully retracted out of the lumen stop. The shield coil was found undamaged, and the implant coil was already detached and not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the coil break was not determined. It was unknown if the device separate into two or more pieces. All of the pieces were removed from the patient. All of the pieces removed from the patient. It was unknown if there was any kink/damage observed on the pushwire. It was unknown as to how many coils were implanted before and after this malfunctioned coil.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a coil concerto helix 3mm x 8cm was involved in an event where the coil was broken. The device was not implantable, and it was confirmed that the device and any accessory devices were prepared as indicated in the instructions for use. There were no specific details provided about the patient's condition, symptoms, or complications associated with this event. The patient's medical history, blood flow condition, and vessel tortuosity were unknown. No additional details about what happened to the patient were specified. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.